Event description:
It was reported that patient experienced adverse local tissue reaction.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.

Manufacturer narrative:
An event regarding altr involving a rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. There have been other events for the reported lot. Similar events have occurred for the catalog number and product family. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that patient experienced adverse local tissue reaction and metal levels were 9.5 cobalt, 1.7 chromium. Joint fluid ions: 380 cobalt, 360 chromium.